Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant late loosening. Part number, lot number, manufacture date, exp. Date and gtin: 1st (superior): ifuse implant, p/n 7040-90, lot# 493972, mfd. 07/07/17, exp. 2022-07-07, gtin (B)(4). 2nd (middle): ifuse implant, p/n 7040-90, lot# 493974, mfd. 07/27/17, exp. 2022-07-27, gtin (B)(4). 3rd (inferior): ifuse implant, p/n 7035-90, lot# 493968, mfd. 08/19/17, exp. 2022-08-19, gtin (B)(4).

Event description:
The patient had bilateral si joint arthrodesis in (B)(6) 2019 where three implants were installed on each side. The patient had a period of si joint pain relief before reporting a recurrence of left side buttock pain. The surgeon determined that the three left side implants were loose. In (B)(6) 2020, the surgeon performed a revision procedure where he removed all three left side implants using chisels. He then installed wider implants of the same type and length as the ones being replaced into the explant voids. The preexisting right side implants were not adjusted or removed. The patient is doing well following the revision procedure.